Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient reported that she experienced high blood glucose levels since august. Blood glucose values were not provided. On (B)(6) 2022, she changed the insertion site of the cannula three times and noticed an insulin leakage at the cannula. She reported that she fainted and faced symptoms of vomiting and low saturation. She was taken to the emergency room by her cousin. At the hospital she was treated with insulin and her blood glucose values stabilized. The patient was hospitalized from (B)(6) 2022 to (B)(6) 2022. At home, the patient reinstalled her own pump and her blood glucose started to increase again. She went to the hospital again and was treated with insulin and her blood glucose values stabilized.